Manufacturer narrative:
Additional information was added to d9, h3, h6, h7, h9, h10: h10: the sample was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted a cracked main body. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the light blue main body of the twist clamp on a minicap extended life pd transfer set. This issue was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.